Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother called to report the insulin pump alarmed for motor error. Blood glucose reading was 400 mg/dl. Customer has treated with manual injection. Advised that the insulin pump will be replaced. Nothing further reported.